Event description:
It was reported by a pt's wife/user of the fmc peritoneal dialysis (pd) liberty cycler that there was an air in the cassette alarm during the first fill of the treatment. Pt complained of pressure in his abdomen and noticed the bed was completely wet. Treatment was cancelled, it was also reported that the pt's wife noticed fluid leaking at two locations, one on the catheter extension and one at the pt's catheter.

Manufacturer narrative:
Product investigation concluded that there was visual evidence of dried fluid in the cassette compartment. The simulated treatment was then performed and completed without failure. There was no fluid leak during test. Clinical investigation concluded an infection was not confirmed for this pt. Antibiotics were given as a precaution. According to the pt's peritoneal dialysis nurse, as of (B)(6) 2012, the pt did not develop an infection. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.